Event description:
It was reported that during a supply change the ilet displayed repeated ¿unable to proceed¿ messages with alert 41 during insulin shaft rewind attempts despite app restarts and a dry run, consistent with a failure to infuse and associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse related to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.